Manufacturer narrative:
This report is submitted on april 04, 2018.

Event description:
It was reported that the patient experienced poor performance with device use, resulting in the decision to explant. The device was explanted on (B)(6) 2018 and the patient was re-implanted with a new device during the same surgery.